Event description:
It was reported that the patient presented to the ER after receiving shocks. The patient's presenting rhythm was vt and the patient was rescued externally. Low shock impedance was observed during device testing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned in two portions, measuring 12.1cm of the is-1 and svc pins and 6.4cm of the rv pin. The portions of the lead that were returned were otherwise normal. Without return of the entire lead a complete analysis could not be performed.